Event description:
Per the customer, there is a concern in regards to perceived low ebl on a case. Two canisters were scanned with a total ebl between the two of 204. The procedure was completed successfully without a surgical delay. No medical intervention or adverse consequences were reported.